Event description:
On 1/19/94 this 44 yr old woman was admitted for a right mastectomy with reconstruction and exchange of a left sided breast implant. During removal, the left implant was noted to be leaking. The implant MFR is unknown.